Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The event was confirmed. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Fluid can be expressed from handle after sterilization of instruments. Fluid is seen under the green coating on handle when squeezed. Case was cancelled do to unsterile instruments.

Event description:
Fluid can be expressed from handle after sterilization of instruments. Fluid is seen under the green coating on handle when squeezed. Case was cancelled do to unsterile instruments.